Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause of this failure mode could be ¿improper/inadequate maintenance". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. Device description: the magic3 go® intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex. Does not contain dehp. Indications for use: the magic3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications: none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions: urinary tract infection; bleeding from the urethra; irritation of the urethra."

Event description:
It was reported that the eyelets were not polished enough and it scratched the patient and the patient experiecened self limited bleeding. No medical intervention was reported.